Event description:
Patient was on trilogy evo s#:(B)(4) when it stopped functioning and displayed a "vent lnop" alarm. Patient turned grey and had to be bagged and air lifted to mass general hospital.